Event description:
The customer reported via phone call that the insulin pump alarmed button error and that there was no response from any button. The customer changed the battery, but the anomaly persisted. The customer confirmed that the buttons were not pressed for longer than three minutes. The customer's insulin pump was not bumped or dropped. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however insulin pump had moisture on keypad traces. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and missing end cap sticker